Event description:
Pt had a craniotomy performed on 7/6/95. A cranioplasty was placed at that time. Pt was readmitted on 7/15/95 with a diagnosis of wound break down.pt had persistent spinal fluid leak also. On 7/25/95, pt was taken back to surgery and the cranioplasty was removed and cultured. Final culture on 7/29/95, grew out serratia marcescens.